Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a liner that was not fully seated. Update may 17, 2017: litigation received. Litigation alleges pain, limitations and elevated levels of chromium and cobalt. Added the head for the alleged pain and stem for the alleged elevated ion levels, also added the complainant information and the correct implant side. There are no medical and laboratory values provided for the alleged elevated ions. This complaint was updated on: may 25, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Update sep 19, 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges discomfort, tissue damage, leg length discrepancy. After review of the medical records for MDR reportability, it was stated patient was revised probable metal hypersensitivity. Revision notes reported reactive synovitis, no overt metallosis, no gross instability. It was also stated that the metal liner was not fully seated in the locking mechanism. This complaint was updated on oct 12, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.